Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 5/6/2021. Section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection using magnification was performed to the returned sample: scarce residues of lubricant material was observed on cartridge. The tip of the cartridge was deformed. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. No product deficiency identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed 2 additional complaint folder for this production order number created. One complaint is due stuck in cartridge and is ongoing. And the other is due cartridge tip cracked/damaged and is void.. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Patient identifier, weight, ethnicity¿ unknown, not provided. Explant date: if explanted; give date: not applicable, lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the tecnis simplicity preloaded intraocular lens (iol) device cracked upon lens insertion. The lens was implanted safely without harm to the patient. The lens remains implanted and there was no patient injury. No additional information provided.